Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. (B)(4).

Event description:
Treatment of an anterior cerebral aneurysm. During the procedure, it was reported that the sixth implant coil prematurely detached and herniated into the parent vessel. Some attempts were made to snare the detached implant coil, but without success. Subsequently, the patient experienced a stroke with aphasia and hemiplegia. An angiogram two days after the procedure showed that the vessel was open; however, the implant coil remains in the patient. It was reported that the patient still has some symptoms that we resolve as the swelling goes down.